Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in australia, the patient had undergone a valve-in-valve transcatheter mitral valve replacement (tmvr) procedure with a 26 mm sapien 3 ultra valve implanted within a pre-existing surgical valve for severe structural valve deterioration (svd). Approximately two (2) years and seven (7) months after the valve-in-valve tmvr procedure, the patient presented with reduced exercise tolerance and lethargy. An echocardiography demonstrated severe structural valve deterioration with calcific deterioration of the aortic and mitral valves with a mitral mean gradient of 10-15 mmhg and an aortic mean gradient of 65 mmhg. Both the sapien 3 ultra valve and the pre-existing surgical valves were subsequently explanted and replaced with a mechanical prosthesis. The tricuspid valve was also repaired with a ring.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. An x-ray was performed, and no calcification was observed on the valve. There was also no calcification observed on the leaflets. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for valve degeneration/deterioration that resulted in the sapien 3 ultra valve being explanted has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Valve degeneration is a known potential risk associated with the transcatheter valve replacement (tvr) procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened/calcified leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the patient had rheumatic fever at the time of implantation. Rheumatic heart disease results from the inflammation and scarring of heart valves caused by rheumatic fever. Although rheumatic disease can affect any heart valve, it most commonly affects the mitral valve which lies between the two chambers of the left side of the heart. The damage can cause valve stenosis, valve regurgitation and/or damage to the heart muscle and accelerate transcatheter heart valve (thv) deterioration. As such, the available information suggests that patient factors (rheumatic fever) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental report is being submitted for correction and to include additional information from the device evaluation. The following sections of this report have been corrected/updated: b5 (describe event or problem), d9 (device availability), h3 (device evaluated by manufacturer), and h6 (device code, type of investigation). The investigation is still ongoing.

Event description:
As reported by our edwards lifesciences affiliate in australia, the patient had undergone a valve-in-valve transcatheter mitral valve replacement (tmvr) procedure with a 26 mm sapien 3 ultra valve implanted within a pre-existing surgical valve for severe structural valve deterioration (svd). Approximately two (2) years and seven (7) months after the valve-in-valve tmvr procedure, the patient presented with reduced exercise tolerance and lethargy. An echocardiography demonstrated severe structural valve deterioration with calcific deterioration of the aortic and mitral valves with a mitral mean gradient of 10-15 mmhg and an aortic mean gradient of 65 mmhg. Both the sapien 3 ultra valve and the pre-existing surgical valves were subsequently explanted and replaced with a mechanical prosthesis. The tricuspid valve was also repaired with a ring. The device was returned for evaluation. Observations of the returned device noted no calcification on the sapien 3 ultra valve and no host tissue on the leaflets.